Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate plus profile 275cc saline prosthesis, catalog: 3502275, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 275cc saline prostheses. Deflation on the right breast prosthesis was noticed by the patient at their home while sitting in the couch. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view measuring 4.0 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 5837821 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4)